Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawers did not open initially. A technical support specialist (tss) was able to remote in and confirmed that after the device completed a windows update and rebooted, the application launched normally. The user was then able to log in, issue items, and access the drawers without further issues. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, a drawer initially failed to open. The customer reported that several nurses were unable to access drawers on the device. The site was identified as west side oaks. A hard reboot of the device was performed, after which the system began running windows updates for more than 15 minutes. There were no delay or adverse events or injuries reported based on this event.